Event description:
Non-reuse facility reporting an internal blood leak of the dialyzer, initial use, dry pack. The dialysis machine alarmed blood leak and the dialysate was reported to be pink-tinged. The blood circuit was discarded, estimated blood loss 250 cc with no pt injury or illness reported. As verified with the health care professional, no medical intervention was required. The hemodialysis treatment was restarted using another, new dialyzer without further incident. MDR filed due to blood loss reported.